Manufacturer narrative:
Batch review performed on 11 november 2019: lot 173533: 42 items manufactured and released on 22-nov-2017. Expiration date: 2022-11-13. No anomalies found related to the problem. To date, 38 items of the same lot have been already sold with one similar reported event.

Event description:
Revision surgery performed 1 year and 7 months after the primary due to instability caused by a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and liner and the surgery was completed successfully.